Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2022. The following additional information was received: after reviewing the complaint call it was found that one procedure took place on 11/15/2022 and the other took place two to three weeks prior. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information provided: stated that this happened on two different cases. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a biopsy procedure on an unknown date in 2022 and suture was used. During use, as the doctor was placing the suture, the device was breaking and the doctor had trouble pulling it through as if there was a knot. A new pack was opened to complete the procedure. There were no adverse consequences for the patient. Device not available for return.